Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the customer took a 3 week break from the continuous glucose monitoring system. Customer was having high blood glucose ranging from 300-500 mg/dl. Caller stated that this was because of the honeymoon stage of his diabetes. Customer has an upcoming appointment with his doctor.